Event description:
It was reported that, the patient with this right atrial (ra) lead, exhibited pacing inhibition due to dislodgment. Subsequently, this ra lead was surgically abandoned and another lead was successfully implanted. No additional adverse patient effects were reported.